Manufacturer narrative:
D5. Operator of device is unknown, no information has been provided to date. E1: initial reporter phone: (B)(6) . Device evaluation: one device was received in good condition. Functional testing could not replicate/duplicate the complaint issue. Found electrical chassis assembly was faulty. The reported complaint was not confirmed; other problem was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced electrical chassis assembly as it was faulty and performed preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
It was reported that the device showed inaccurate delivery and having high pressure pip with normal parameter settings. Patient involvement unknown.